Event description:
The report is from a study. The patient had elevated cardiac enzymes post-procedure. In addition, he had left ventricular failure, shortness of breath, elevated jvp, and crackles the day after the procedure. The patient was a male. The indication for the intervention was acute myocardial infarction (mi). Pain onset was >=12 and <24 hours prior to the index procedure. Killip class from hospital admission to intervention was ii. The mi was an anterior stemi. A thrombolytic agent was given and new q waves did develop. Heart rate at baseline was 115/min. There was sinus rhythm. Blood pressure was 123/94. Prior to the procedure, peak ck was >=5 times above upper normal level (unl), peak ck-mb was >=5 times above unl, and troponin was >=5 times above unl. Medication at the time of the intervention were aspirin, clopidogrel, gp iib/iiia inhibitor (reopro), and unfractionated heparin. The target vessel was the distal left anterior descending artery. The 1st target vessel was the distal left anterior descending artery (lad). Vessel diameter was 2.25mm and the lesion length was 13mm. Pre-procedure stenosis was 90% and timi flow was 3. The lesion was de novo, no ostial, smooth contour, eccentric, and not angled, calcified or tortuous. A 6f guide catheter was used. The lesion was pre-dilated with a 2 x 12mm balloon at 8atm. A cypher was deployed in the lesion at 14atm. Post-procedure stenosis was 0% and timi flow was 3. The 2nd target vessel was the mid lad. Vessel diameter was 2.75mm and the lesion length was 16atm. Pre-procedure stenosis was 90% and timi flow was 3. The lesion was de novo, no ostial, smooth contour, eccentric, and not angled, calcified or tortuous. A 6f guiding catheter was used. The lesion was not pre-dilated. Device was deployed at 18atm. The stent was post-dilated with a 3 x 12mm balloon at 12atm because it was not fully expanded. Post-procedure stenosis was 0% and timi flow was 3. Post-procedure cardiac enzymes were the same as prior. The day after the procedure, the patient had left ventricular failure and was short of breath. The patient was reviewed and elevated jvp and crackles were noted. The patient was given an IV of fursemide and an echo was done. The event was noted as unrelated to the cypher and the index procedure. The patient was discharged 5 days after the index procedure. The patient stated during the 1 month follow up that he had intermittent epistaxis since discharge. The event was ongoing as of the 1 month follow-up. The patient had no symptoms of angina. All medications were ongoing and uninterrupted.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-02361. Additional information will be submitted within 30 days of receipt.